Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the solenoid to be black with the smell of burnt electronics. Found the retractor band to be burnt in multiple spots caused band to melt to itself in the back of the drawer and also controller card short identified along with the module control board. The field service engineer replaced all the parts to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that it had a main drawer failure. The field service engineer confirmed that there was thermal damage to the device. There were no adverse events or injuries reported based on this event.